Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental.result, and conclusion will be made available following engineering evaluation.

Event description:
This is the same patient. In 2008, the patient had the 4th revision, however after a few months, it was found that the rod at right side at just above the offset connector. The revision surgery is not planned so far, thus the rod in question is in the patient and not available for evaluation. The x-rays are available for evaluation. (The lot number of the rod fractured has been requested to the sales rep.)